Event description:
It was reported that the tubing of a clearlink system continu-flo solution set disconnected from the male luer adapter to the vascular access device. This was discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: remove: a clearlink system continu-flo solution set (previously reported) and replace product description with an unspecified access solution set. D1: brand name: remove: clearlink continu-flo solution set (previously reported) replace with ni. D4: catalogue #: remove: 2c8519 (previously reported) replace with ni. D4: lot #: remove: r21l09086 (previously reported) replace with ni. D4: unique identifier (UDI)#: remove: (B)(4) (previously reported) replace with ni. G4: 510k#: remove: k203609 (previously reported) replace with ni. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.